Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the device experienced performance slowness across multiple stations. Users reported delays during login and medication retrieval, with no error messages displayed. The issue affected multiple stations, which were confirmed to be online in rss. Troubleshooting was performed with it, and no network connectivity issues were identified; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.